Manufacturer narrative:
Additional information received from the customer after the initial MDR was filed was added to the executive summary. This information does not change the type of reportable event.

Event description:
It was reported the tip of the arthroscopic shaver broke off in use during a case. The broken tip piece was found and removed with a grasper from patient without harm. There was no patient injury or medical intervention and extended procedure time reported was minimal at 20 minutes. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Visual inspection revealed the inner shaft tip was completely detached from the shaft. A review of the device history record could not be performed as the lot number was not reported. Therefore, the most likely root causes are the user applied too much force to the device or the arthroscopic shaver may have come into contact with staples, clips, or another metal object, resulting in damage to the blade. The instructions for use (IFU) state: before beginning the procedure, verify compatibility of all instruments and accessories. Plug in and set up the generator according to the instructions in the manufacturers¿ manual. Select an arthroscopic shaver with size, blade, and function most appropriate for the procedure. Inspect the instrument for overall condition and physical integrity. Do not use the instrument if any damage is noted. Return the instrument and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery. Follow a suitable surgery protocol. Careful handling of the instrument is necessary to avoid damage or breakage as a result of excessive force. Do not apply excessive pressure or ¿side-load¿ the blade during use. Side-loading does not improve the performance of the instrument, can dull the blade, and/or produce metal particulates. Do not allow the arthroscopic shaver to come into contact with staples, clips or any metal object to avoid damage to the blade and possible patient injury. The tip of the bur or cutter must be irrigated periodically (general recommendation: once a minute) to cool the blade and prevent excised tissues from accumulating. Do not run the instrument without appropriate suction for the duration of the process. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the tip of the arthroscopic shaver broke off in use during a case. The broken tip piece was found and removed from patient without harm. There was no patient injury or medical intervention reported. Multiple attempts were made for additional information, however no other information was provided. These are commonly used devices that are readily available.